Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that nurses were attempting to prime tubing with new bag of antibiotics. Pump was able to prime to the start of the curly part of the tubing, but was not able to prime beyond that point. Nurses ensured spike was in the bag fluid and reattempted. Still pump was not able to advance the fluid past that point. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: an obstruction caused for dry medication on spike was detected in one of the samples, the other two (2) does not present any discrepancy on joins. Functional test: the two samples received that were not occluded were connected to IV bag to prime product by cadd pump solis; the fluid present difficult to prime in all samples, thus failure mode reported is confirmed. Based on the analysis conducted in the samples provided, the failure mode could be reproduced, and it is concluded that most probable root cause is that the difficulty prime issue was not detected during the test in process performed due it is only a sampling. The cause of the reported problem was traced to the manufacturing process. Awareness notification was made to production personnel in order to explain the importance to following in the procedure pm-302 rev. 106 ?accuracy test procedure? Operation 9.0 ?disposables, accuracy test for production? Section 9.12 by quality engineer on 19-jul-2022. Summary of DHR review: there were no relevant findings detected regarding the failure mode reported in the DHR.